Event description:
It was reported that during use of the device for cardiopulmonary bypass procedure, the circuit breaker for the monitors was not changed out. They concluded the case with the suspect unit and there was no incident. The surgical procedure was completed successfully, and there were no delays, bo blood loss or no adverse consequences to the patient.